Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false air-in-line alarms. The evaluation found that the ultrasonic sensor current readings were below speicification, which is known to cause false air-in-line alarms. The ultrasonic sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line. It was also reported that there was no patient involvement.